Event description:
The device was being utilized for a clinical study. A female pt was admitted for repair of heart defects (pulmonary atresia with intact ventricular septum and hypoplastic right heart syndrome) in 2008. A study catheter was placed in pt's right ij vein. On five days later, the pt developed a fever and her wbc was 22,400/mm. Two blood samples drawn from the study catheter on the same day were positive for candida albicans. The study catheter was removed on that day, and was not replaced. Pt treated with fluconazole from two days later thru the following month. Pt discharged on two days later.

Manufacturer narrative:
No product was returned to assist with our investigation. Therefore, at this time we are not able to determine with certainty why the pt developed a fever. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar situations.